Event description:
It was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system before use. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that black foreign matter on the prn as well as prn defected after unwrapped the package".

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9079618. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of the submitted device was able to identify small black anomaly present in the material of the heparin cap. The black anomaly is a part of the raw material used to manufacture the and most likely originates with the supplier. To address this event, we have notified the supplier of the situation, and conducted retraining of our inspection personnel. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that black foreign matter on the prn as well as prn defected after unwrapped the package."